Manufacturer narrative:
(B)(4). Product returned for evaluation. Investigation outcome showed no defects found. (B)(4): user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 80 to 120 mg/dl. The blood glucose testing is performed 6 to 7 times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently on an insulin pump to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 123 mg/dl and 145 mg/dl. The product is not stored by customer according to specification since retained on kitchen counter. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is (B)(6) 2015. The meter memory recalled for non-fasting test results performed (unable to read date): (B)(6). Adverse event not reported.